Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer stated that they had critical pump error with a red x on the insulin pump and a book. It was reported that the insulin pump was not delivering insulin. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommend customer refer to back-up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection.